Event description:
It was reported that a minimum fill notification occurred while customer attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area with alcohol wipe or lint-free cloth as instructed by technical support, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.